Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the device was explanted due to the patient developing endocarditis, and sepsis. It was indicated that samples were being sent to the lab for cultures. No further information was received.